Event description:
It was reported that: during a case, the user attempted to mechanically ventilate the pt, but the ventilator failed to function. The user switched to manual ventilation, but could not ventilate the pt. The user switched to an alternate device and manually ventilated the pt. An anesthesia tech noted that a position on the vaporizer mount was not filled by either a vaporizer or a vapor block. A vapor block was connected and the machine functioned normally and was used to complete the case. No pt injury reported.